Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal pd2 ultrabag therapies (doses and frequencies not reported) intraperitoneally (ip) for pd. On an unreported date, the pt made a mistake which caused a break in aseptic technique (further details not provided). The pt was hospitalized for an unreported indication and was diagnosed with peritonitis on the same date. On an unreported date, the pt was treated for the peritonitis with injection (inj.) Cefazolin, 1 gm, inj ceftazidime, 1 gm, and inj heparin 1000 unit (frequencies and route not reported). Concomitant therapy not reported. At the time of this report, the peritonitis was resolving, the pt was recovering and dianeal therapies were ongoing. Additional information was requested but is not available.